Manufacturer narrative:
Of the 10 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to an erasable-programmable-read-only-memory failure.

Event description:
This report summarizes - malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service alarm 006 issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-60 years of age and between 36 and 158 pounds. Of the reported patients, 3 were male and 7 were female.

Manufacturer narrative:
Follow up #1 06/15/2016 of the 10 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to an erasable-programmable-read-only-memory failure. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes "10" malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service alarm 006 issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-60 years of age and between 36 and 158 pounds. Of the reported patients, 3 were male and 7 were female.